Event description:
During a literature review titled, ¿secondary augmentation-mastopexy: outcome analysis of 1,664 consecutive procedures¿, abbvie became aware of a is a clinical publication from the USA on a retrospective review of 847 patients who underwent 1664 consecutive secondary 9 augmentation mastopexy procedures from january 2009 to january 2021 was performed. Strattice was used in 21 patients. The authors report the following complications overall but do not specify if any occurred in the strattice group: superficial infection in 5 patients, delayed healing in 2 patients, hematoma evacuation in 2 patients, recurrent ptosis/pseudoptosis in 19 patients, waterfall deformity in 9 patients, hypertrophic scarring in 8 patient, breast asymmetry in 6 patients, areolar asymmetry in 5 patients, partial necrosis (<2cm) in 2 patients, capsular contracture (iii or IV) in 14 patients, malposition in 11 patients. No other adverse events or complications were reported. The lot number (s) was not reported.

Manufacturer narrative:
Article citation: charles a messa, jessica bereszniewicz, charles a messa, secondary augmentation-mastopexy: outcome analysis of 1,664 consecutive procedures, aesthetic surgery journal, 2025; sjaf236, https://doi.org/10.1093/asj/sjaf236. Multiple requests for further information have been made. Abbvie has received no response from the authors. The lot numbers associated with these events remain unknown; therefore, an internal investigation could not be performed. No devices were returned for evaluation. Based on the limited information reported, a relationship between the events and the strattice tissue cannot be determined. If additional information is received, a follow-up report will be submitted. Without identification of the lot number(s), a relationship to the strattice was not determined. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.